Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve dislodged into the hub. It was initially reported by the customer that before the operation, inner sheath could not advance in the outer sheath due to the impediment. A second device was used to complete the operation. There was no report of adverse event on the patient. Device was not used in patient. Additional information received indicated there was no damage to the sheath/dilator due to the obstructed sheath. There was no occlusion when irrigation the sheath and no material observed causing the obstruction. The customer's reported impediment issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 11 december 2025, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve dislodged into the hub. This findings were reviewed and assessed as an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged from the device and was stuck inside the hub, additionally, the shaft was bent. The valve was microscopically inspected and stress marks on the valve were observed. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve dislodged could be related to the impeded device issue reported, the customer complaint was confirmed. The potential cause of the separation of the valve could be related to the manipulation of the device during the procedure or due to the dilator being wrongly introduced; however, this could not be conclusively determined. The potential cause of the bent shaft could be related to the handling/shipping of the device after the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: the instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: separation problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the hemostatic valve dislodgement identified by bwi pal. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to bent found in the shaft identified by bwi pal. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).